Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth and it was swallowed. It was noted that the handpiece broke during the procedure. A chest x-ray revealed that the capsule was in the pt's stomach and not in either lung. No serious injury to the pt was reported.

Manufacturer narrative:
Chest x-ray performed. See scanned page.